Event description:
The account alleged that the side rail will not latch in the up position. No injury reported.

Manufacturer narrative:
The account alleged the side rail not latching issue has been resolved and the account did not know what repair was made to resolve it.